Manufacturer narrative:
The device reported is an abbott product that is marketed internationally, and is the same or similar to a device that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.

Event description:
The complainant reports an under delivery. According to the reporter, the pump was set to deliver 80 ml/hr for 12 hrs, for a total feed of 960 mls. The pump said 922 mls had been fed, however, the patient estimates that 150-200 ml were delivered. The patient is diabetic. The patient's blood sugar dropped through the night. As a result, an incident of hypoglycemia occurred.